Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 15384686. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 15384686. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had one high impedance discovered during device interrogation. It was also noted that the patient was having charging burden as the implantable pulse generator (ipg) was at the end of battery life. As a result, the patient underwent an ipg replacement procedure. During the procedure, the physician accidentally broke off the electrodes on one of the spinal cord stimulator (scs) leads, which was then stuck in the port. Thus, the physician decided to just use one scs lead for the new ipg. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.